Event description:
It was reported that there was a separation between the female connector (dark sterile piece) and the main body of an unspecified quantity of peritoneal dialysis (pd) transfer sets. This was further described as ¿the blue sterile piece unscrewed from the transfer set itself¿. This occurred during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.